Manufacturer narrative:
A visual analysis of the returned balloon revealed no issues with the catheter shaft. The balloon was found deflated and was then inflated and deflated. No deflation problems were noted. The balloon bonds were inspected and found to be continuous, intact. The distal bond measured at 1.62mm and the proximal bond measured at 1.25mm which is within specification. The reported defect of balloon deflation failed was not confirmed. Based on the investigation results, the most probable root cause of handling damage will be assigned to this complaint as the complaint was most likely due to handling of the device during preparation outside the patient. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.

Event description:
It was reported to boston scientific corporation that an occluder balloon was used during a percutaneous nephrolithotomy procedure on (B)(6) 2014. According to the complainant, during preparation, the occluder balloon was tested outside of the patient and the balloon inflated as normal but would not deflate. Another occluder was therefore opened and inflated and deflated correctly and was used in the case. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an occluder balloon was used during a percutaneous nephrolithotomy procedure on (B)(6) 2014. According to the complainant, during preparation, the occluder balloon was tested outside of the patient and the balloon inflated as normal but would not deflate. Another occluder was therefore opened and inflated and deflated correctly and was used in the case. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.